Event description:
It was reported that customer was hospitalized for dka. Prior to the event, the customer had hbgs and was receiving an alarm. The cause of the event was not determined by the md. In addition, the programming and histories were accurate. Troubleshooting was performed and the pump passed the testing. It was noted that the customer was educated on the alarm and to follow the two hbg rule.